Event description:
According to the reporter, a swallowed capsule came apart and was notice in the patient¿s stool. The patient had a successful video of the small bowel. When the patient passed the capsule, the patient stated that it came out in parts. The dome of the capsule came out first and then the capsule battery. A flat image was taken of the patient¿s abdomen to make sure no fragments of the capsule were retained. The images showed some surgical staples. The patient's condition is described as fine. No other known adverse events were reported.

Manufacturer narrative:
A photo of the excreted device was returned, but it did not provide enough information to determine a root cause. Without the sample a detailed investigation could not be performed. If additional information is obtained, or the sample is returned, we will re-open this investigation. A review of the device history record was performed and indicates that the product was released meeting finished product specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, customer called to report that an sb3 capsule came apart and was notice in the stool. According to the physician, the patient had a successful video of the small bowel. When the patient passed the capsule they reported it came out in parts. The dome of the capsule came out first, then the capsule battery. A flat image was taken of the patients abdomen to make sure no fragments of the capsule were retained. The images showed some surgical staples. The patient's condition is described as "fine." Tech support is sending the fragment pieces back to medtronic for investigation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.